Event description:
It was reported that during a clinic visit, there was no device output, no pacer spikes were seen on EKG, and the device could not be interrogated. The device was removed and replaced. No patient complications have been reported as a result of this event.,

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.